Event description:
The customer reported alleged inaccurate readings due to customer's one touch ultra meter being set to mmol/l rather than mg/dl. Customer reports receiving the meter as a gift in october, 2001, noticed the decimal point, did not know what it meant and continued to test on the meter. The 2nd week of december, customer was found passed out on the floor at home. Customer was given juice. At 2:30 the following morning, customer's spouse was unable to awaken customer, spouse attempted to give customer oral glucose and called the emt's. Upon arrival, they obtained a reading of 50mg/dl and treated the customer with glucose. Customer was not hospitalized. Customer has since set the meter to mg/dl and is having no further issues. Customer is not planning on returning the meter.